Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was out walking when they received a shock. They were subsequently evaluated in-clinic, where the physician determined that the shock was inappropriately detected due to t-wave over-sensing (twos). The patient also has a concomitant implantable pacemaker system, which was reprogrammed. Device data was forwarded to boston scientific technical services (ts), where it was noted that the patient's change in rhythm morphology contributed to p-wave over-sensing (pwos) and twos. Ts recommended acquiring a new reference subcutaneous electrocardiogram of the changed rhythm morphology. Additionally, ts suggested potentially lowering the patient's pacing output via their pacemaker system, if clinically appropriate, to mitigate pwos. Continued remote monitoring was also recommended. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.